Manufacturer narrative:
Siemens has completed an investigation of the reported event. No system failure, malfunction or no non-conformity was identified. The investigation was performed considering complaint description, system log files, system history and images. Neither a system failure nor a system malfunction could be determined. A siemens image quality specialist provided advice to adjust the organ program (ogp). The system works as intended and no parts were exchanged. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that only slow movements were possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.